Event description:
The customer reported that during an open hysterectomy, the blade and the jaws of the device jammed, and the jaws could not be reopened while applied to tissue. Reportedly, tissue damage occurred. To remove the device from the tissue, the surgeon resected the tissue directly adjacent to the jaws of the device. To date, no further details regarding this incident have been made available.

Manufacturer narrative:
(B)(4). Additional questions in regard to the incident have been asked. The incident device has been received and is under investigation. When the device evaluation is complete, a follow-up report will be submitted.